Event description:
It was reported that a cardiomems implant procedure was abandoned on (B)(6) 2025. Physician was advancing the 0.18 wire and lost placement of the sheath (11f pinnacle). Physician decided to abort the case. The sensor was opened but not used. The site may attempt another implant in the future, but nothing has been scheduled/planned at this time. There was no report of difficult anatomy/vasculature that the physician felt caused/contributed to the advancement issues. There were no adverse consequences to the patient and no clinically significant delay to the procedure.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the event description, the difficulty with sheath placement occurred prior to use of the cardiomems sensor and delivery system in the procedure. The procedure was cancelled before use of the cardiomems device.